Manufacturer narrative:
Associated with device reported in rr #: 2029214-2022-00808. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding two pipeline flex with shield stents that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an internal carotid artery (ica) aneurysm. Vessel tortuosity was normal. It was reported that all devices were prepared per the instructions for use (IFU). The microcatheter was in place and the 4.75-30 pipeline was advanced and delivered without much friction. After the physician started withdrawing the distal part of the microcatheter, it was observed that the distal segment of the pipeline did not open. The physician tried several times to push and pull to open the device without success so the microcatheter was advanced over the pipeline and thewhole system was removed together. It was noted that less than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times; no other steps or devices were required. A pipeline flex with shield 4.5x20 was then tried but the same issue occurred and the pipeline was resheathed and removed together with the microcatheter. It was noted that less than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times; no other steps or devices were required. A third pipeline was then used and was implanted successfully without any problem. There was no harm or injury to the patient. Ancillary device: microvention headway 27 microcatheter.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pipeline flex with shield was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within an opened pipeline flex with shield inner pouch. The microvention headway 27 microcatheter used in this event was not returned. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal end of the pipeline flex with shield braid appeared not opened due to damaged braid. The proximal of the pipeline flex with shield braid was found fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end was not opened due to damaged braid. However, the cause event cause and the cause for damage could not be determined. There was no non-conformance to specification identified that led to the failure to open issue. H6. Coding updated based on analysis results. Associated with rr #: 2029214-2022-00808. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.